Event description:
It was reported that (1) tsb45 and (1) tr45b were used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon used two cartridges and got bleeding at the staple line. The procedure was finished with another clip and there was no consequence to the pt.